Event description:
A 50 years old male patient (67 kg) was hospitalized with traumatic brain injury (tbi) for fever management. During the therapy, the icy catheter (lot# unknown) was inserted into the patient's vein. Four days after the treatment started, the nurse heard an odd sound and noticed the 500ml saline bag was almost empty. Per the reporter, the thermogard console did not generate an air trap alarm and there was no air in start-up kit (suk) tubing, except the small air bubble in the suk air trap. The user replaced the saline bag and called tech support. The tech support instructed the user to place the thermogard console on standby mode and disconnect the icy catheter from the suk. The suk was checked for visible cracks on suk tubing or luers. No saline fluid was noted on the console, the floor, or the patient site. The air trap was dry with no signs of a saline leak. There was no presence of blood in the catheter tubing. The icy catheter was tested with the 10 ml syringe with sterile saline and no leaks were confirmed. The suk was reprimed to make sure there was no air in the tubing and the therapy was resumed, however, within 15 minutes, the saline fluid level in the bag started to decrease. The catheter leak and infusion of less than 500ml of saline fluid into the patient's bloodstream was suspected. The therapy was stopped and the user was instructed to replace the catheter. The catheter was removed the following shift. Per the report, the patient became febrile as a result of therapy suspension. No further information was provided if a new catheter was used to continue the therapy or an alternative temperature therapy was utilized. The patient's status information was requested but the customer did not provide a response. Received medwatch report # (B)(4) on 01/15/2022.

Manufacturer narrative:
The zoll icy catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. B5, correction based on additional information received additional information: a2-age, a3-sex, a4-weight.

Manufacturer narrative:
The zoll icy catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed.

Event description:
The patient was hospitalized with traumatic brain injury (tbi) for fever management. During the therapy, the icy catheter (lot# unknown) was inserted into the patient's vein. Four days after the treatment started, the nurse heard an odd sound and noticed the saline bag was almost empty. Per the reporter, the thermogard console did not generate an air trap alarm and there was no air in start-up kit (suk) tubing, except the small air bubble in the suk air trap. The user replaced the saline bag and called tech support. The tech support instructed the user to place the thermogard console on standby mode and disconnect the icy catheter from the suk. The suk was checked for visible cracks on suk tubing or luers. No saline fluid was noted on the console, the floor, or the patient site. The air trap was dry with no signs of a saline leak. There was no presence of blood in the catheter tubing. The icy catheter was tested with the 10 ml syringe with sterile saline and no leaks were confirmed. The suk was reprimed to make sure there was no air in the tubing and the therapy was resumed, however, within 15 minutes, the saline fluid level in the bag started to decrease. The catheter leak and infusion of an unknown amount of saline fluid into the patient's bloodstream was suspected. The therapy was stopped and the user was instructed to replace the catheter. No further information was provided if a new catheter was used to continue the therapy or an alternative temperature therapy was utilized. The patient's status information was requested but the customer did not provide a response.